Event description:
Dr implanted two micro distractors in a female pt. After approx 14mm of distraction x-rays showed that a plate had separated from right side distractor. Dr performed procedure and removed broken distractor and replaced with same stock number distractor to complete distraction. This is first of three incidents for this pt, refer to 9610905-2005-00015 and 9610905-2005-00016.